Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an issue with the microintroducer is confirmed and appears to be manufacturing related. One 4.5 fr microintroducer was returned for evaluation. The dilator was not returned. Blood residue was present through out the device. The orange pull tabs were observed to be partially peeled. Microscopic observation pull tabs revealed an improper peel. The material appears to be stretched but intact with the opposing pull tab. The incomplete peel does not allow for the grey sheath to be split; therefore, the complaint is confirmed. Based on the condition of the returned sample, possible contributing factors include material properties and peel technique. Photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation. Complaint due to ¿issues with the peel away¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual and microscopic visual testing performed at vad lab the following was concluded: the orange tabs were found to be partially peeled away. A closer view showed an uneven break between the orange tabs and wrinkles or deformation on the gray sheath. The gray sheath appeared to be not peeled away due to restriction of tabs breakage. This condition was caused during molding process. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) of redz1947 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the customer is having issues with the peel away in the kit mentioned below." No pt. Harm reported. 10/30/2020: returned sample showed an improper peel.